Event description:
A malfunction was reported on the pump, and no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support (cts) in resetting the pump, but the malfunction code reoccurred. The customer used the tandem t:slim mobile app to upload logs for investigation. Since the pump was not under warranty, cts decided to replace it, and the customer expressed interest in obtaining an out-of-warranty loaner pump. The customer will use multiple daily injections (mdi) as a backup.